Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call hospitalization. The customer's blood glucose was 346mg/dl at the time of incident. Trouble shooting was performed and found customer admitted due to diabetic ketoacidosis and treated with insulin drip. Customer's nurse needed assistance with device programing. The insulin pump will not be returned for analysis.